Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacture for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside of procedure, the navigation system became unresponsive. The system was left unattended after using for an extended period of time. Pressing ctrl+alt+backspace did not resolve the issue. Hard shut down was performed and after booting up the navigation system functioned normally. There was no patient present at the time of the issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.